Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump would not exit the fill tubing screen. The customer¿s blood glucose level was 211mg/dl at the time of the incident. Details that led to the event and add relevant information if applicable. The customer was advised to hold down the act button until receiving a second series of beeps and/or numbers appear on the display. The customer stated that they did not receive the beeps nor did the numbers appear on the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Compromised force sensor system alarm during basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion test, prime test and excessive no delivery test due to compromised force sensor system alarm. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.